Event description:
It was reported that during an unknown procedure, the hand piece caused a generator error. Customer used a second hand piece to complete the procedure. No patient consequences. No device being returned. Has the hand piece been used with reprocessed/remanufactured disposables? Yes which reprocessor? Stryker.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.